Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with inflammation, infection and hot feeling on the needle puncture site. The reaction was treated with a prescription of an oral unspecified medication. At the time of the report, the affected area was still infected and hot. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).